Event description:
Customer reported that the belt clip is broken. Customer reported blood glucose value of 418 mg/dl. Customer stated that it was high because she had dessert with friend. Customer stated that was her last blood glucose value taken the night before and had not checked the current value. Customer stated that she disconnected from the insulin pump at night because she didn't have the clip and does not like sleeping without it because the insulin pump gets tangled. Customer stated she treated with the insulin pump last night for the high blood glucose. Customer declined to troubleshoot for high blood glucose as she was aware of what caused it. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.